Manufacturer narrative:
Product analysis: as found condition: the phenom 27 catheter and pipeline pusher were returned for analysis within a shipping box and within a plastic bag. Visual inspection/damage location details: no damage was found with the phenom 27 catheter hub. The catheter distal marker/tip was found bent. No other bends or kinks were found with the catheter body. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was inserted through the phenom 27 catheter without issue. No bends or kinks were found with the pipeline pusher. The pusher shrink tubing was found pulled back from the proximal bumper. The pusher sleeves were found damaged (bent). The pusher tip coil was found in good condition. Testing/analysis: the phenom 27 catheter total length was measured to be ~158.5cm and the useable length was measured to be ~152.0cm which is within specification (specification: 150cm ± 5cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter entrapment/difficult removal¿ report could not be confirmed, and the cause could not be determined. It is possible the damage found with the returned phenom 27 catheter was caused by the reported entrapment; however, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that they did not recapture the flo-diverter stent. There was catheter entrapment in the vessel. The tip of the catheter was stuck. There was no vasospasm and there was no surgical or medicinal intervention required. The catheter had been flushed as indicated in the IFU. The patient was undergoing surgery for right vertebral artery aneurysm repair. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery.